Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture and exchange from textured to smooth due to concern with the product. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Rupture: observed, one opening on posterior side assessed, as surgical impact opening (shell thickness within specification). Additional observations: nick is observed, assessed as non-penetrating nick. Crease flat is observed.

Event description:
Healthcare provider reported, a right side rupture. And exchange from textured to smooth, due to concern with the product. The device has been explanted.

Event description:
Healthcare provider reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.